Manufacturer narrative:
When programmed with a monitor only vt-1 zone in a 3-zone configuration, a cognis/teligen device does not always allow programmed detection enhancements to inhibit therapy for a rhythm for which the detection enhancements should not allow the device to treat, and therapy is provided. This occurs when the device enters redetection after a no-therapy attempt in the mo zone and the heart rate accelerates into the vt zone. Detection enhancements are not applied in redectection. The resulting inappropriate shock did not cause an exhaustion of rescue therapy. No adverse patient effects were reported. Should additional information become available this event will be updated.

Event description:
Boston scientific (bsc) received information from a bsc field representative that this implantable cardioverter defibrillator (ICD) was associated with a report of inappropriate shock due to atrial fibrillation with rapid ventricular response (rvr). The episode started in the vt-1 monitor only zone and then moved up to the vt zone. Detection enhancements were on but since in redetection, were not employed though that would have inhibited if they were used, as the rhythm had been unstable. The patient was hospitalized but not as a result of this issue. There were no reports of adverse patient effects, and the device remains implanted and in service.